Event description:
It was reported that the customer received medical attention from the paramedics after tripping/falling and hitting his head. The customer experienced a low blood glucose level of 5.6 mmol/l and had calibrated his insulin pump prior to the fall.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 3004209178-2010-83281.